Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the insertion part / slight scratch in the outer protective layer of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video telescope experienced abnormal image color (yellow). The issue was discovered during maintenance. There were no reports of patient involvement.